Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and drainage due to infection at the implantable pulse generator (ipg) site. The physician kept the patient overnight in the emergency department and explanted the ipg and two lead extensions the following day. The patient was administered antibiotics. A culture was performed but the results were not released by the physician. The explanted devices were disposed of by the physician.